Manufacturer narrative:
(B)(4).

Event description:
It was reported that an alert was received via remote transmission showing crosstalk on the ventricular channel. Patient was asymptomatic. It was noted that programming changes could not remediate the issue. Clinician elected to monitor the patient as it was noted that this was a rare occurence. Device remains implanted.